Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their MRI was done in (B)(6) 2024. On top of feeling the heat during the scan, they were also sweating half way through the first part of the MRI. The technician was aware of their stimulator and had them bring their equipment to turn it off, which the technician saw them do. They learned about how they shouldn't have more than a 30 minute scan in (B)(6) 2024 when they went to have another one, but were told that they couldn't do it because the scan would take more than 30 minutes. They did ultimately find a place that could do it and it was done with no, or very little warmth noted.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an MRI done. Patient stated they were in the MRI scanner for 90 minutes. They found out after the MRI scan that it should be 30 minutes of scan time per 90 minutes. Patient stated they felt warming during the scan and was concerned of possible tissue damage. Patient did not have any symptoms currently. The issue was resolved.